Event description:
During the transfemoral tavr procedure, a 29mm sapien xt valve was deployed in a final 50:50 aortic/ventricular (a/v) position, resulting in moderate to severe paravalvular leak (pvl). Following discussion by the surgical team, a second valve was deployed 50:50 a/v within the first valve. The pvl was reduced to mild to moderate post deployment. Following the procedure, the patient was transported to ICU in stable condition and, at the time of this report, recovering well. It was perceived that the patient¿s large native annulus contributed to this event. The patient¿s native annulus measured 27mm x 32mm by CT, with a valve area of 680mm2 by transesophageal echocardiogram (tee) and 730mm2 by CT. Moderate annular calcification, moderate to severe native leaflet calcification and no aortic root calcification was reported.

Manufacturer narrative:
Per the instructions for use, paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valves and the transcatheter aortic valve replacement (tavr) procedure. The patient screening manual and the procedure didactic identify several procedural and anatomical factors which could contribute to pvl, including device malposition, inaccurate measurement of the native valve annulus, uneven distribution of calcium on the native valve, bulky or severe calcification, an elliptical annulus shape and valve under-sizing. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. The patient screening manual instructs the operator on proper aortic valve & root assessment, including the use of echo, aortogram and CT to appropriately measure the annulus diameter, content and distribution of calcium, and leaflet characteristics. Contraindications, important considerations when assessing the valve, and choosing the proper thv are also discussed. The thv training manuals also instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures are also included. In this case, patient factors (large, elliptical native annulus) likely contributed to this event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.